Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported via phone call that the customer had a sensor end alarm, motor error and a blank display. The customer states she added a new reservoir and received a sensor end alarm. Once the sensor end alarm was cleared she received a motor error. After the motor error she attempted to clear it but the display went blank. It was determine that a false motor error may have occurred. Troubleshooting was performed for the motor error and determined that the customer was unable to rewind the insulin pump because the insulin pump went blank after the insertion of a new battery. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.